Event description:
The device was used during a bowel procedure, the pt had a history of renal failure and ovarian cancer and had received radiation about 25 yrs ago. Pt had a bowel obstruction in the distal ileum. Surgeon resected 4 inches of bowel and performed a functional end-to-end anastomosis. During the procedure, the surgeon also discovered cancer in the hepatic flexure and performed another bowel resection.two anastomoses were performed during the procedure, and they both leaked. As a result, reoperation was performed.